Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer noted the mega suturecut needle driver instrument to have a broken cable while attempting to grasp a suture. No fragment fell into the patient. The customer used a spare instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage was noted. The issue occurred as the surgeon was attempting to grasp the needle to secure the mesh to the abdominal wall. The instrument had normal contact no collision was reported. There was no opening or closing issues; however, when the cable broke the issue was presented. There was no right or left motion issue, nor up or down. No cables were visibly protruding. No fragment fell into the patient's anatomy. The instrument was returned. No images are available.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated by the failure analysis team. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate that a broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.